Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and dislodgement which was confirmed thru xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.